Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the row board cable for drawer 2.1 to address cluster failures. After the repair, no errors or failures could be reproduced in either the main or test application, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer cubie was not detected on the bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from other station. There were no adverse events or injuries reported due to this event.